Manufacturer narrative:
On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer to clear the filter while an order was placed to have new filters sent to the site. The customer was able to operate normally after troubleshooting. No further action was required by fse. The most probable cause of the reported event was due to a fault/ failure of the filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, the customer reported high pressure with her g8 analyzer. The customer did not believe that she had the correct filter so she installed an old filter. She believes the issue to be with the right side of the column. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.